Manufacturer narrative:
Device is a combination product. (B)(4), device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the proximal to mid left anterior descending artery. Following pre-dilation with a 3.0mmx15mm non-bsc balloon catheter, a 3.0mmx32mm promus element¿ plus drug-eluting stent was implanted. Subsequently, a 2.75x28mm promus element¿ plus drug-eluting stent was advanced to overlap with the previously implanted stent, however, encountered difficulty in advancing through the lesion. Fluoroscopy was performed which revealed that the 2.75x28mm promus element¿ plus stent was damaged and the damaged stent was removed. A 3.0mmx28mm promus element drug-eluting stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were stent struts in the first proximal row of the stent that were stretched and bent. The bumper tip of the device showed no signs of damage to the distal edge of the tip. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination found multiple kinks along the hypotube shaft. A visual and tactile examination found no issues with the shaft polymer extrusion profile. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The target lesion was located in the proximal to mid left anterior descending artery. Following pre-dilation with a 3.0mmx15mm non-bsc balloon catheter, a 3.0mmx32mm promus element¿ plus drug-eluting stent was implanted. Subsequently, a 2.75x28mm promus element¿ plus drug-eluting stent was advanced to overlap with the previously implanted stent, however, encountered difficulty in advancing through the lesion. Fluoroscopy was performed which revealed that the 2.75x28mm promus element¿ plus stent was damaged and the damaged stent was removed. A 3.0mmx28mm promus element drug-eluting stent was then deployed and the procedure was completed. No patient complications were reported and the patient's status was fine.